Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a damaged response button ribbon cable. Additionally, the monitor failed a pulse test upon receipt. The cause for the pulse test failure was isolated to contamination on the u1004 processor on the computer/analog pca. The root cause for the damaged response button ribbon cable could not be positively identified. The root cause for the contaminated u1004 processor was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not working.